Manufacturer narrative:
Additional information was received on september 15, 2017 providing the following concomitant product: pentaray nav eco, model #: d-1282-11-s, 17652666l. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial flutter procedure with a smart touch unidirectional sf catheter and suffered a cardiac tamponade. During ablation, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 350 cc of fluid were removed. Since the blood pressure was 100 over 70 and the patient was continuing to bleed, the patient was transferred to the operating room for surgery. No further information is known regarding the patient status. There is no information about the hospitalization. The returned device was visually inspected in detail and it was found in normal conditions. Then, per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The shaft proximity interference was not known. The smart touch unidirectional sf catheter was not in close proximity to another catheter. The physician zeroed the catheter outside of the body. The carto 3 system did not indicate to re-zero the smart touch unidirectional sf catheter. No error messages were observed on the biosense webster equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17673783l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster, inc. - baylis medical transseptal needle; carto 3 system, model #: unknown, serial #: unknown. Smartablate generator; model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter procedure with a smart touch unidirectional sf catheter and suffered a cardiac tamponade which required a pericardiocentesis and surgical intervention. During ablation, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 350cc of fluid were removed. Since the blood pressure was 100 over 70 and the patient was continuing to bleed, the patient was transferred to the operating room for surgery. No further information is known regarding the patient status. There is no information about the hospitalization. There were no known factors that may have contributed to the event. The physician did not provide a causality opinion for the cause of this adverse event. The transseptal puncture was performed with a baylis medical transseptal needle. The sheath information is not known. The last ablation cycle time at the site of injury was not known. The generator was set to power control on the generator with nominal settings. The physician used 50 watts for 15 second settings during ablation. The temperature, impedance and power at the time of injury is not known. The flow setting was set to nominal instructions for use (IFU) stsf settings. Smartablate post information was power maximum 55w, power average 51w, temperature maximum 33 degrees, temperature average 22 degrees, temperature minimum 18 degrees, total ablation 172, total ablation time 28.26, impedance average 93 ohms, impedance minimum 81 ohms, max drop 43 ohm/sec, avg drop 6 ohms/sec, rotal energy 86719j and total irrigation 644 ml. It was not known if the patient received any anticoagulation in the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/10/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).